Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Conclusion summary: on november 28, 2018, it was reported that the unit was stiff to use and needed overhaul. The customer returned a skin graft mesher device, serial number (B)(4), for evaluation. The device history record (DHR) and previous repair report reviewed noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR and previous repair report review also found that all verifications, inspections and tests were successfully completed. Zimmer biomet (B)(4) has previously repaired/evaluated skin graft mesher serial number (B)(4) two times as documented in the repair reports in livelink. The last repair was december 21, 2017 where it was reported that the ratchet is only working one way and the washers, shoulder bolts, cap nuts, roller gear, comb, ratchet gear, spring, pin, and ball detent were replaced. This is not a related issue. Product review of the skin graft mesher by zimmer biomet (B)(4) on december 20, 2018 revealed that the hinges were hard to move; there was a large amount of sidewall build up found. The pre-test could not be performed as the comb was bent out of shape. The shoulder bolts, washers, and nuts needed replaced. The bottom roller was worn on the inside of the gear end. Both side plates were worn on the inside surface and needed replaced. No cutters were returned for evaluation. Repair of the skin graft mesher was performed by zimmer biomet (B)(4) on december 20, 2018 which included replacement of the side plates, roller, bearings, washers, shoulder bolts, cap nuts, roller gear, comb, ball detents, carrier guide, and screws. Skin graft mesher, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event was confirmed since during the product review by zimmer biomet (B)(4) it was noted that the hinges were hard to move; there was a large amount of sidewall build up. The comb was found to be out of shape and the bottom roller and side plates were both worn. The root cause of the reported event could not be specifically determined with the information that was provided. During the product review by zimmer biomet (B)(4) it was noted that the hinges were hard to move; there was a large amount of sidewall build up. The comb was found to be out of shape and the bottom roller and side plates were both worn. It is unknown with the information that was provided how this occurred. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. No further conclusions can be drawn from the complaint history review that warrants further action.

Event description:
It was reported that the unit was stiff to use and needed overhaul. The event occurred during decontamination/sterile processing. There was no harm or delay reported. Investigation revealed that the comb was damaged.